Event description:
Customer reportedly received the following results on the advantage system within 10 mins: 154 mg/dl, 374 mg/dl, and 65 mg/dl. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.